Manufacturer narrative:
Investigation summary: customer reported a false positive defect. Bd was unable to reproduce customer experience with the bactec product. A false positive response was not observed when retention samples were tested. Batch history records were reviewed, and all testing were within specification for product release. A complaint history review was conducted and only the current complaint was found relating to the incident lot number and the ¿as reported¿ defect code. Users are cautioned in the package insert under limitation of the procedure: ¿a gram-stained smear from culture medium may contain small number of non-viable organisms derived from media constituents, staining reagents, immersion oil, glass slide and specimens used for inoculation. There are many factors that can influence the false positive rate, including blood volume, blood cell counts, environmental factors, and media lot to lot variations. Complaint is unconfirmed based on retention samples and batch history record review. No correctives actions were required. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigation process. Plot/log file review: there were three plots. Barcode: (B)(4) did not show any indication of positivity. Barcodes: (B)(4) and (B)(4) showed plots similar to typical growth.

Event description:
It was reported while testing with bd bactec¿ lytic/10 anaerobic/f culture vials (plastic) a false positive result was obtained. Confirmatory testing was performed using a gram stain and the result was negative. There was no report of patient impact. The following information was provided by the initial reporter: it was reported that there's a false positive result with a bactec lytic/10 anaerobic/f bottle.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while testing with bd bactec¿ lytic/10 anaerobic/f culture vials (plastic) a false positive result was obtained. Confirmatory testing was performed using a gram stain and the result was negative. There was no report of patient impact. The following information was provided by the initial reporter: it was reported that there's a false positive result with a bactec lytic/10 anaerobic/f bottle.